Manufacturer narrative:
(B)(4). Additional information: lot number 13f077 was manufactured between june 24, 2013 - june 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The event occurred between june 2013 - october 2013. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was not returned; therefore, a device analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after production, particulates were observed inside a large volume folfusor. This device was filled with fluorouracil. This observation was made just prior to labeling, after the device was filled/manufactured. There was no patient involvement. No additional information is available